Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the paralysis was not de termined. The patient has been in the hospital and had a CT scan and MRI imaging done with no findings. An explant was done on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead; other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 08-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient experienced paralysis of their lower extremities after the procedure that had not improved. The manufacturer representative stated that the patient was currently in the hospital and that the paralysis occurred after the paddle lead was implanted. It was noted that there was a possible explant scheduled for the near future. No known complications were reported during the case and there were no known product issues. The patient¿s status at the time of this report is ¿alive, with injury.¿ no further complications were reported or anticipated. Indication for use is non-malignant pain.